Manufacturer narrative:
A sample was returned for investigation. Visual and functional testing were performed. Visual inspection of the used sample found no discrepancies. Functional testing found no leaks were observed. The sample was inflated using a syringe and then submerged in water to check for leaks. Production performs a 100% visual inspection inflation test to the inflation line and the cuff. A device history record (DHR) review found no discrepancies or anomalies relevant to the complaint. No root cause could be determined as the complaint could not be confirmed. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use check, the customer noticed the cuff was deflating. No patient injury was reported.